Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter insertion procedure using the broviac cv catheter. Post procedure, it was reported that the central venous catheter, was found to have a visible hole and removed on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation, and one electronic photo was provided for the review. The photo shows a partial view of a clinician holding a folded catheter with attached catheter clamp. Upon folding, split was noted on extension leg proximal to luer hub appeared like a hole. Visual, microscopic and functional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. A cap was not noted on the luer. A longitudinal split was noted on the clamping sleeve, proximal to the luer. The edges of the longitudinal split on the clamping sleeve were noted to be jagged. The surface could not be determined. Upon infusion, a leak from the split located on the clamping sleeve was observed while water exited the distal end. Therefore, the investigation is confirmed for reported fluid leak and identified fracture issues. However, the investigation is unconfirmed for reported material puncture / hole issue as more appropriate fracture issue was identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a central venous catheter insertion procedure through the access site of right side of the internal jugular vein using the broviac cv catheter. Post procedure, it was further reported that leakage was identified during infusion, and a visible hole was observed upon removal on (B)(6) 2025. The device was replaced. There was no reported patient injury.